Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device had a temperature reading of 105 degrees at the elbow and 106 degrees at the base which exceeds the operational temperature specification (103 degrees). It was also observed that the bearings and the gears in the back and middle sub-assemblies were corroded and worn out causing the device to exceed the operational temperature specification. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the attachment device was heating up. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.